Manufacturer narrative:
Updated fields: h6 and h10. Correction to d8, h4. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the reported issue was due to a faulty printed circuit board. However, the specific cause of the faulty printed circuit board could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while reprocessing his olympus high flow insufflation unit, the front panel display indicators lights were off. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty mainboard was discovered and caused the front panel to occasionally blackout. If additional information becomes available following the device evaluation, a supplemental report will be filed.